Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels elevated to 282mg/dl, despite taking a bolus with the pump. Customer changed out the infusion set/ cartridge, then took another correction bolus with the pump to bring bg levels back to normal. Customer's bgs were normal at the time of the call.